Manufacturer narrative:
(B)(4). Visual examination of the provided picture found gouges and the trial has a chip. The device was not returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial trial was discovered fractured during surgery. No product fell into the patient. The surgical technique was utilized. There was no patient impact. There was no surgical delay. No further event information available at the time of this report.